Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be alarming no disposable-clamp tubing is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 'no disposable clamp tubing' alarm. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. Pump setting read: pump settings res vol 88.8 ml, continuous rate 2.2 ml/hr, vol given 22.00 ml.